Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # (B)(4) ; lot # ca19h030 visual and optical inspection of the centerpiece expander did not reveal any damage that would hinder the implant from expanding. The body set screw appears to have been backed out and threaded back in causing the thread damage. The cage is no longer able to be locked into position due to the damage threads on the screw. The cage set screw appears have been locked down causing the teeth/gears to be stripped during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for rupture fracture of the 3rd lumbar vertebra. It was reported that, the cage felt like it was getting caught in the expand when it was being prepared outside the surgical field. It could be expanded after several attempts, so it was used in the surgical field. The cage could be expanded to an appropriate height. The set screw of the center piece was finally tightened; however, it could not be fastened and the final fastening could not be made. Procedure/technique performed was replacement of 3rd lumbar vertebrae. There was no malfunction against the endcaps. The procedure was completed successfully. There was a delay of less than 60 minutes reported as a result. The procedure was completed successfully. No patient symptoms and no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.